Event description:
It was reported that when the lower jaw of the pt was turned for the surgical incision, the surgical staff heard a crack noise around the neck of the 2-pin arm of the a-2004 clamp. The pt was in a supine position. The nurse and anesthesiologist checked the frame under the drape and confirmed that the puns were still seated on the pt's head. The surgical operation continued and the fixation was completed with no problem. The operation took about two hours. The physician stated that "he had felt during c-arm imaging as if the location of pt's head had moved from its initial position." The shaft of the 2-pin rocker arm was found to be broken when the drape was removed. It was reported that the pt's head did not move a lot because, it was most probably due to the pt's tied hair getting stuck with the wrecked part of the clamp. The pt presented no signs of nerve damage after the surgery. It was unclear how much pounds (lbs) of pressure was applied to the clamp at the beginning of surgery. The applied force (lbs) after the breakage was also not checked whether if it has decreased or not.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.